Manufacturer narrative:
Follow-up #1: date of submission 01/31/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/17/2014 with the following findings: the keypad was peeling, but all of the buttons responded properly. There was no contamination found under the button contacts when the keypad was removed. Unrelated to the original complaint, the display was dim and discolored.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The ok button produces a delayed response and requires multiple presses. The issue began two weeks prior to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.